Manufacturer narrative:
The reason for this revision was for joint instability after 4.4 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 53926687. A total of (B)(4) complaints have been submitted against this part number. Four of the complaints are attributable to patient joint stability and the remaining complaints are the result of events such as dislocations, trauma and infections. No reason was offered with the complaint that definitively explained the root cause or nature of the instability. Several factors unrelated to the implant can play a role in instability; such as loose joint from degenerative soft tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing instability.